Manufacturer narrative:
The investigation determined that a lower than expected potassium (k+) result was obtained from vitros performance verifier level 2 lot k4852, using vitros chemistry products k+ slides lot 4102-0957-3810 in combination with a vitros 350 chemistry system s/n (B)(4). The likely cause of the lower than expected vitros k+ result is user error when preparing the calibrator fluids and/or the vitros performance verifiers. The customer was not using the 2 stop pipette correctly for the reconstitution of the calibrator fluids. Incorrectly prepared calibrators would produce a suboptimal calibration affecting the accuracy obtained when testing quality control fluids. The customer did not provide calibration data to confirm or rule out if a suboptimal calibration was the cause of the lower than expected results. In addition, incorrectly prepared vitros performance verifiers would impact the assay results obtained when processed on the vitros 350 system. Acceptable vitros k+ quality control results were obtained after calibration with properly prepared calibrator fluids and using properly prepared vitros performance verifiers. There is no evidence that the vitros 350 chemistry system malfunctioned.

Event description:
A customer observed a lower than expected potassium (k+) result obtained from vitros performance verifier level 2, using vitros chemistry products k+ slides in combination with a vitros 350 chemistry system. Performance verifier level 2 lot k4852, vitros k+ result 4.55 mmol/l versus the expected vitros k+ result 5.68 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. (B)(4).